Manufacturer narrative:
During investigation of the monitor a reportable malfunction was found. The front response button was contaminated under the dome causing intermittent failures. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.